Manufacturer narrative:
D6; device returned with no lot# identification. H6: code 400: damaged firing mechanism. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. The returned cartridge had a broken middle alignment finger and with damage at the fangs. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.visual inspections and results: lockout position: unfired; cartridge condition: unfired; cartridge return batch number j00797; instrument number: 0048. Functional tests and results: condition of firing trigger lockout: good; condition of pinion gear: good; condition of short rack: broken; condition of yoke: good.

Event description:
During an unknown procedure, it was reported by the rep. The device did not cut and would not fire. There was no consequence to the pt.